Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room with symptomatic bradycardia. Interrogation showed t-wave oversensing on the right ventricular (rv) lead. Reprogramming was performed to change the sensitivity. The rv lead remains in use. No further patient complications have been reported as a result of this event.